Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced nausea, was close to throwing up, and was close to passing out. The cgm was reading 45 mg/dl, and the blood glucose reading was 499 mg/dl. The patient was treated with insulin with assistance from their mother. It was confirmed that the assistance from the parent was needed due to the severity of the symptoms. No further treatment was reported to be needed and the patient recovered after treatment. There was no documentation of further medical intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within d zone of the parkes error grid. No additional patient or event information is available.